Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support attempted multiple troubleshooting steps, including plugging the pump into a power source, but the issue persisted. Ultimately, technical support decided to replace the pump and informed the customer of the replacement process, instructing them to use manual daily injections (mdi) as backup therapy. The customer was guided on returning the faulty pump and provided with storage mode instructions for transport.